Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shaft of the threaded insert had fractured at the base. There in no damage to the gears on the bottom of the base. The insert screw was fractured into three pieces. Sem analysis confirmed the fracture was due to bending overload. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, it was discovered the inserter tip was damaged. No known adverse event was reported. Attempts have been made and no further information has been provided.